Event description:
Reportedly the patient expired after an implant duration of 1.27 months due to unknown reasons. Per the cer: pt also had a tricuspid device implanted in the same procedure. The device will not be returned as it is unknown if the device was explanted or if an autopsy was performed.

Manufacturer narrative:
No further details were provided. Information was learned from our foreign implant patient registry system. No customer letter is requested. This was determined to be reportable per edwards lifesciences procedures. The DHR review has been started.device will not be returned.

Event description:
The following was reported: " the figure was wrong over 50, when measuring blood pressure."

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance. No additional information is available.